Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer is using fiasp insulin. Tandem technical support informed the customer that fiasp insulin is off label per the user guide. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 110-130 mg/dl.